Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was damaged, ball bearings was loose behind the drawer and failed to open/close. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was damaged, ball bearings was loose behind the drawer and failed to open/close. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the ball bearings were falling out of the rail. A field service engineer replaced rail and open close sensor, ran hardware test application diagnostics after which drawer tested good. Pharmacists inventoried and tested drawer. Proactive inspections were performed. The system functioned as intended after the field service engineer repaired the device.